Manufacturer narrative:
No information is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with dizziness and heart rate in the 20's. The patient was being externally paced. Review of the device data revealed that there was loss of capture observed on the ventricular channel. Boston scientific technical services (ts) recommended further evaluation of the right ventricular (rv) lead. No additional adverse patient effects were reported.